Event description:
It was reported that this inflatable penile prosthesis (ipp) was damaged during other urology procedure. A surgical procedure was performed during which the existing ipp was removed and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working because it was damaged during other urology procedure. The physician confirmed that the other urology procedure was unrelated to the device. A surgical procedure was performed during which the existing ipp was removed and replaced. There were no patient complications reported.